Event description:
(B)(4) study. It was reported that after a percutaneous transluminal coronary angioplasty (ptca), the patient experienced a myocardial infarction. The subject was enrolled into the (B)(6) study in (B)(6) 2011. The target lesion #1 was located in the mid rca (right coronary artery) with 80% stenosis and was 28 mm long with a reference vessel diameter of 4 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.5 mm x 32 mm taxus element stent, with 0% residual stenosis. Post index procedure prior to discharge, the subject had elevated troponin values and the site reported a myocardial infarction (mi) without pain or electrocardiogram (ECG) modifications. It was noted that the subject did not experience ischemic symptoms, and no action was taken to treat this event. The event was considered resolved without residual effects and the subject was discharged on aspirin and other antiplatelet medication.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).